Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that continuous glucose monitor (cgm) high alerts did not enunciate as expected. The customer¿s blood glucose level was 400. Reportedly, the customer reverted to an alternate method of insulin therapy.